Event description:
During the reported implant attempt, difficulties were encountered while operating the fixation mechanism of the device. In particular, the physician, using the j-shaped stylet provided with the device, was unable to extend the fixation screw with 15 clockwise turns of the handle. After successive attempts to unblock the screw in the patient, there was still no screw extension. The subject lead was removed, and a new lead (same model) was implanted successfully.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct 29, 2009), sorin is filing this MDR at this time. (B)(4). Conclusion: the analysis concludes that the lead conforms to all mechanical and electrical specifications, and specifically, the function of the screw mechanism conforms to established specifications. The analysis could not determine why the physician was unable to properly extend the fixation screw during the implant attempt. Since the j-shaped stylet which was packaged with the device and used during the procedure was not returned to the manufacturer, it was not possible to determine if a feature of this stylet contributed to the abnormal function as described by the physician.